Manufacturer narrative:
The customer declined to have the device evaluated and/or repaired by physio-control due to the age of the device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to charge the defibrillation energy. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.